Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redz2771 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "in the healing of the power PICC 4fr bilumen, when the transparent dressing had already been changed and the high power line was irrigated, observing the exit of a jet of saline solution between the bifuration and the zero level; it is removed and the last 5cm are chewed."

Event description:
It was reported "in the healing of the power PICC 4fr bilumen, when the transparent dressing had already been changed and the high power line was irrigated, observing the exit of a jet of saline solution between the bifuration and the zero level; it is removed and the last 5cm are chewed."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a catheter leak is confirmed but the exact cause remains unknown. One video sample of a catheter in use was provided for evaluation. The video shows a statlock securement device on a patient¿s arm. Dressing is present over the securement device but is moved to show the catheter leak. The catheter secured within the statlock could not be clearly observed; however, the event description indicates the device is a 4 fr powerpicc dual lumen catheter. Fluid appeared to be leaking from the region under the dressing, but the exact location of the leak could not be clearly observed. The catheter could not be inspected due to the lack of a returned physical sample; therefore, the complaint is confirmed, cause unknown. H3 other text : evaluation findings are in section h11.